Manufacturer narrative:
Other relevant device(s) are: product ID: 8840, serial# unknown, implanted: n/a, explanted: n/a, product type: programmer, physician, ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who had been receiving baclofen via an implantable pump for intractable spasticity. Non-reservoir drugs included oral baclofen and ativan. It was reported the patient had been implanted recently ((B)(6) 2018) and the pump was programmed to deliver 500 mcg/ml of baclofen at 100 mcg/day as the starting dose. It was reported that shortly after this the patient started to experience rebound spasticity and withdrawal symptoms. The rep reported the symptoms started after the hcp took away the oral medication. The patient had been taken to the intensive care unit (ICU). The rep was contacted by the hcp on (B)(6) 2018 and the hcp wanted to meet with her to program the pump. The rep met with the doctor and the patient that day, (B)(6) 2018, and checked the programming. It was reported that the estimated elective replacement indicator (eri) was jumping around after looking at the logs. On (B)(6) 2018 the eri was 37 months, later in the afternoon the eri was 31 months. On (B)(6) 2018 the eri was 33 months and later in the day it was 31 months. On (B)(6) 2018 the eri was at 81 months. It was reviewed to check programming each time the pump was updated. The rep did not have access to the programming at the time of the report. It was indicated the hcp may not have been 100% clear on normal dosing so there may have been some programming that was involved in the eri changing. It was reported the hcp had filled the pump on (B)(6) 2018 with 2000 mcg/ml of baclofen running at 1000 mcg/day. The doctor chose to bypass the bridge bolus and decided to do a priming bolus. The rep believed the priming bolus was just set to the catheter volume (0.251 ml) over one hour. The priming bolus had completed before the rep arrived. The doctor then chose to change the dose to 750 mcg/day. About 2 hours had gone by since the priming bolus. Technical services reviewed the calculations. It was reviewed the patient would be receiving 7.8 mcg/hour with the 500 mcg/ml concentration at the new rate, and the patient would then be receiving 31.25 mcg/hour once they receive the new concentration of 2000 mcg/ml, at the new rate. It was estimated the time range was between 10 hours and 45 minutes and 16 hours and 30 minutes. The rep planned to follow-up with the hcp. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported the doctor was using an 8840 clinician programmer. The serial number of the 8840 was unknown. The software card version being used was not provided. The rep reported that it became apparent the eri discrepancies were due to the high flow rates being programmed. The bridge bolus was bypassed due to user error. The patient was still in the ICU but was being managed and seemed to be improving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was indicated the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8870, serial# unknown, implanted: n/a, explanted: n/a, product type: 8870 application software; ubd: n/a , UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the onset of the withdrawal symptoms occurred on "(B)(6)." The patient was taken off oral baclofen on "(B)(6)." Regarding the cause of the patient's symptoms, the healthcare provider was asked if the symptoms were thought to be a result of decreasing the oral medications or indicative of a problem with the patient's device/therapy. The hcp stated, "both." The hcp reported the patient was taken off oral baclofen as the rate was increased. It was noted the rate was increased quickly. The hcp suspected the low concentration (500mcg/ml) of baclofen with increased rate of 1000 mcg/day was too fast for the pump, as it significantly decreased the elective replacement indicator (eri). The patient experienced the following withdrawal symptoms; increased ble (both lower extremities) tone and spasticity, a min (minimum) increase in ck (creatinine kinase), and agitation/delirium. It was noted the patient's ID (implantable device) workup was negative. Once the 500 mcg/ml baclofen was removed and replaced with the 2000 mcg/ml concentration the patient's tone was easily managed. It was reported the patient received ivf (intravenous fluids) and spent three days in the intensive care unit (ICU) for their delirium and agitation. It was noted the increased creatinine kinase resolved. The patient status as of (B)(6) 2019 was provided as medically stable. The patient had been discharged from acute rehab to a snf (skilled nursing facility). The patient was restarting to walk on 934 mcg/day of baclofen. The following information was provided from the patient's medical note: on (B)(6) 2018 the patient had a intrathecal baclofen adjustment. Telemetry was obtained, rate was increased by 10% from 1000 mcg/day to 1100 mcg/day in an effort to control spasticity. The patient was currently taking oral baclofen. On (B)(6) 2018 the patient had a intrathecal baclofen adjustment. Telemetry was obtained, rate was increased by 10% from 1100 mcg/day to 1200 mcg/day in an effort to control spasticity. The patient was currently taking oral baclofen. On (B)(6) 2018 the patient had a intrathecal baclofen adjustment. Telemetry was obtained. The pump was stopped for a dye study. The patient was currently unable to take oral baclofen. An additional adjustment procedure was performed on (B)(6) 2018. Telemetry was obtained. The pump was emptied of 10.5 mls of clear fluid (500mcg/ml concentration). The fluid was discarded. The pump was refilled with 40 mls of 2000 mcg/ml baclofen. A priming bolus of "251cc" was scheduled for over one hour (of note, the device interrogation provided with the report indicated a 0.251 ml total prime was programmed). It was noted the priming bolus was for the catheter but not the pump tubing volume. The rate was set at 1000 mcg/day in simple continuous mode. The patient was currently unable to take oral baclofen. On (B)(6) 2018 a third adjustment was made. Telemetry was obtained and the pump rate was adjusted down to 750 mcg/day. The patient was still unable to take oral baclofen. On (B)(6) 2018 the patient had a intrathecal baclofen adjustment. Telemetry was obtained, rate was increased 10% to "850 mcg/hr," in simple continuous rate mode (of note, the device interrogation provided with the report indicated the device was programmed to deliver 850.1 mcg/day). The patient was able to take oral baclofen. A slow oral wean was initiated. On (B)(6) 2018 the patient had a intrathecal baclofen adjustment. Telemetry was obtained, the rate was increased 10% to "935 mcg/hr," in simple continuous rate mode. The patient was able to take oral baclofen. A slow oral wean was ordered. The device interrogation reports were provided from (B)(6) (2018). Per the interrogation reports, the device was being programmed to deliver lioresal. Upon examination (B)(6) 2018 the eri was 37 months (with 500.0 mcg/ml being dispensed at 999.70 mcg/day). Upon examination (B)(6) 2018 the eri was at 33 months (with 500.0 mcg/ml being dispensed at 1099.38 mcg/day). The eri was at 31 months (with 500.0 mcg/ml being dispensed at 1201.56 mcg/day). The report from (B)(6) 2018 indicates a priming bolus was performed with an 8840 clinician programmer (the serial number and software card version were not provided). The following parameters were programmed: tubing volume 0.140 ml; catheter volume 0.251 ml; total prime volume 0.251 ml. A bolus dose of 501.9 mcg of lioresal was programmed with a bolus duration of 01:00 (hours : minutes). The eri was at 80 months on (B)(6) 2018 (with 2000 mcg/ml being dispensed at 749.8 mcg/day).